Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00033 and 9616099-2011-00268. Procedural report revealed that angioplasty of the left ica was performed with a 2.5x20mm maverick monorail balloon catheter. After angioplasty completion, a 7x30mm precise pro rx stent was successfully implanted. The target lesion of stenosis was 10mm and the total length stented was 30mm covering the origin of the left ica to the distal portion of the left ica. Follow-up angiography demonstrated residual in-stent stenosis and two more angioplasties were performed using a 3.5x20mm monorail maverick balloon and 4x20mm sterling monorail balloon. Follow-up angiography demonstrated complete resolution of the previously described area of stenosis at the origin of the left ica. The angioguard was withdrawn and final angiography redemonstrated proximal occlusion of the left middle cerebral artery.

Event description:
During the procedure, the patient had a hypotensive episode with a blood pressure of 66/35 and the event was treated with a 500cc bolus of normal saline and albumin 5%/250ml x1. One day after the index procedure, the patient experienced dysarthria that fully resolved with no neurological deficit. The patient was symptomatic prior to the procedure. The symptoms the patient experienced prior to the procedure was described as word finding difficulty for two hours that subsided. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as non-thrombosed, 78% stenosed, eccentric, arch type ii, with no calcification. The reference vessel was 5.0mm in diameter and severely tortuous. A 5mm angioguard rx was deployed beyond the target lesion. The lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 20%. During angioplasty of left ica, glycopyrrolate and phenylephrine were administered to treat the vagal response and keep the systolic blood pressure above 90 and heart rate above 60%. Treatment was given for the hypotensive episode as the blood pressure was 66/35. Treatment included 500cc bolus of normal saline and albumin 5%/250ml x1. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The following day, the patient experienced dysarthria. The event lasted less than twenty-four hours and fully resolved with no deficit. There was no visual field loss, hemiparesis, hemineglect, or hemitaxia. According to the investigator, the event was not related to cordis product or the index procedure. The patient did not have any known allergies to nitinol, nickel, or titanium. The patient did not have any residuals.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00033 and 9616099-2011-00268. During a carotid stenting procedure, the patient experienced a hypotensive episode that resolved with medications. The next day the patient experienced dysarthria that fully resolved with no neurological deficit. The patient was symptomatic prior to the procedure with symptoms of word finding difficulty for two hours which subsided. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as non-thrombosed, 78% stenosed, eccentric, arch type ii, with no calcification. The reference vessel was 5.0mm in diameter and severely tortuous. An angioguard rx was deployed beyond the target lesion, the lesion was pre-dilated and a precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 20%. The patient left the angiography suite with no neurological deficit. The following day, the patient experienced dysarthria. The event lasted less than twenty-four hours and fully resolved with no deficit. There was no visual field loss, hemiparesis, hemineglect, or hemiataxia. According to the investigator, the event was not related to cordis product or the index procedure. The patient's medical history included transient ischemic attack, stroke, hyperlipidemia, congestive heart failure, renal insufficiency, smoking, hypertension and dialysis-dependent renal failure. (B)(4) -per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 01417741. This packaging lot contained 75 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15240140 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, (i.e. Bradycardia, hypotension, heart block, asystole, etc). Dysarthria is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient's significant medical history, pre-procedure symptoms, vessel and procedural factors may have contributed to the reported events.